Event description:
It was reported that the device has no power. The event did not occur during surgery. There was no patient involvement. It was found by the investigation that the device was melted and it was further reported that the device had evidence of burn/char on it, however, there was no smoke. No adverse events were reported as a result of this malfunction. Attempts have been made and no further information has been provided.

Manufacturer narrative:
(B)(4). The event is confirmed. Review of the most recent repair record identified the following related repair: tech confirmed the cart would not power on due to a melted cord and power inlet module. The cord and power inlet module were replaced, the cart was tested, and it was returned to service. A definitive root cause cannot be determined if any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.